Event description:
A company representative reported that a pt experienced altered color perception following intraocular lens implant surgery. The implanting surgeon developed a color test and the pt's outcome was reported as ok. Three months following this initial report, the pt's family member called and reports family member is experiencing visual disturbances described as flashes of light and has developed headaches. Additional information has been requested.